Event description:
It was reported that customer experienced multiple cartridge alarms during pump use, including during insulin cartridge loading, and that pump had a history of similar alarms. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reloaded a new cartridge with guidance from technical support and resumed insulin delivery, and later arranged to use a backup pump and injections if needed.